Manufacturer narrative:
Company representative evaluated the system and reports the system did not have audible alarm due to a cable that was not completely plugged into the device. There were no device related malfunction. Mindray ds USA, inc. ((B)(4)) is submitting this report on behalf of (B)(4) mindray bio-medical electronics co., ltd. ((B)(4)). (Exemption #e2015032).

Event description:
Customer reported an issue with the panorama central station with telemetry where a patient expired and there were no audible alarms.